Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and additional information was obtained about the complaint. The issue was identified during the procedure and the instrument was inspected prior to use. The tips were not broken off and no fragments fell inside patient anatomy. The instrument did not collide with any other instrument or tool. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis.

Event description:
It was reported that the tenaculum forceps instrument tip was broken from loose wires. No known impact or patient consequence was reported. Evaluation found the instrument had a broken pitch cable at the distal end.